Event description:
The patient reportedly experienced a skin flap breakdown at the implant site. The patient reportedly was treated with medication. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.